Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3620 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported at the moment of placing the catheter, everything seems to be fine, however, after a short time the perqcath catheter breaks off the distal fragment for no apparent reason, a gummy consistency is observed in the lumen when it is removed. "Additional information received on oct 24 2022: at what time during device use (ie insertion, infusion) did the rupture occur? A: being placed on the patient during drug infusion. Did any part of the catheter remain in the patient? Regarding this question, was the complete catheter obtained? A: nothing was left inside the patient. If yes, was surgery required to remove the broken piece? A: no were all missing/broken parts recovered and accounted for? A: yes, it was broken into 2 pieces and the consistency of the device material became gummy. Long-term harm to the patient? A: none, just that a new device of a different brand requested by the treating physician had to be replaced."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed but the cause is unknown. A photograph and video of a 2fr s/l per-q-cath catheter shaft were returned for evaluation of this complaint. A complete break was seen in the catheter shaft. However, the characteristics of the break could not be clearly observed, and the proximal segment of the catheter was not visible in the photograph or video. In the video, the catheter was longitudinally pulled, revealing that the material stretched easier and farther than typical which was consistent with the report that the catheter consistency had changed. The change in catheter consistency and catheter break were likely due to tensile weakness from plastic deformation of the material due to tensile (pulling) forces. However, this could not be confirmed as the sole root cause without the receipt of the physical sample. Other potential contributing factors could include damage from catheter stabilization, damage from stylet removal, or over-pressurization of the catheter. H3 other text : evaluation findings are in section h.11

Event description:
It was reported at the moment of placing the catheter, everything seems to be fine, however, after a short time the perqcath catheter breaks off the distal fragment for no apparent reason, a gummy consistency is observed in the lumen when it is removed. "Additional information received on oct 24 2022: ¿ at what time during device use (ie insertion, infusion) did the rupture occur? A: being placed on the patient during drug infusion. ¿ did any part of the catheter remain in the patient? Regarding this question, was the complete catheter obtained? A: nothing was left inside the patient. ¿ if yes, was surgery required to remove the broken piece? A: no ¿ were all missing/broken parts recovered and accounted for? A: yes, it was broken into 2 pieces and the consistency of the device material became gummy. ¿ any long-term harm to the patient? A: none, just that a new device of a different brand requested by the treating physician had to be replaced."